Event description:
The patient's legal guardian reported issues with multiple insulin pods used on the patient, who had recently been hospitalized and discharged on thursday. While hospitalized, on (B)(6), doctors applied a new pod; however, glucose levels continued to rise, reaching up to 500 mg/dl, as measured by the personal diabetes manager (pdm) and a fingerstick test. It was reported that they were experiencing failures to connect with the sensor and the cannula not inserting properly. As a result, medical staff transitioned to multiple daily injection (mdi) therapy, which successfully controlled the patient¿s glucose levels. There were no additional symptoms reported. Additional good faith attempts were made to obtain additional information, however, there has been no further details provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.